Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The video scope exhibited distal fiber breakage, scratches on distal edge, bent and dents on outer tube, loose handle, cracks on side of video connector and light transmission failed. There was no patient involvement.